Event description:
Patient describe "scratchy" sensation in both eyes when putting on the lenses for the 1st time. Patient is a first-time wearer. Patient expected to feel uncomfortable. When the patient woke up the next day, they felt the lens on the right eye moving around (crawling in eyeball sensation). After removal of the right eye lens, the eye was red and there was drainage (clear drainage) throughout saturday (B)(6)2024) and progressed to getting thicker and more yellowish. The patient went to the dr. On (B)(6) 2024 and tobramycin/dexame 0.3-0.1% - 1 drop into right eye 4 times daily for 5 days was prescribed. Will follow up on (B)(6) 2024 for patients' recovery update. *received the lens on 5/13/24 but put the lens in the eye on (B)(6) 2024. No in-person fitting- patient was not aware if there was more instruction on wearing regarding the fitting portion. No further guidance after receiving lens. Dr. (B)(6) performed exam, and prescribed antibiotics. Leah- prescribe rx lens using information provided by dr. (B)(6) (B)(6) 2024 patient has fully healed.

Manufacturer narrative:
During the investigation it was discovered that a lens fitting was not provided. When lenses were manufactured, the lenses were placed in the patient's cubicle. The patient informed paragon vision sciences that no guidance was given during this process and assumed it was okay to try them on themselves.